Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2025, the patient reported that since last summer, her stoma was ¿not right¿, it worsened and was painful with something like a granuloma. On an unreported date, a test indicated an active infection due to elevated leukocytes. The neurologist ordered amoxicillin/clavulanic acid 875/125 mg antibiotic schedule for 7 days.